Event description:
It was reported by service report that the scale was not accurate. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Bed was not zeroed prior to use. Staff trained on proper procedure.